Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information stated, "in the physician¿s opinion, the ent was related to the patient¿s existing condition" and ¿the patient anatomy was very tortuous.¿ the reported patient embolus is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, a probable cause of anticipated procedural complication was assigned to this event. The subject device is not available.

Event description:
It was reported that emboli in new territory (ent) was noticed during the thrombectomy procedure. The procedure was completed successfully. No treatment was provide to the patient for the ent and no clinical consequences reported to the patient.